Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The foot separation likely led to the entrapment of the device. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. .

Event description:
It was reported that closure of the severely calcified left common femoral artery was attempted with a proglide device after a complicated peripheral angiogram with intervention procedure using a 6f sheath. Reportedly, the device broke at the footplate and could not be removed. The device and separated foot were removed via surgery. Damage of the profundofemoral artery was noted which was treated via transverse repair from the anterior common femoral artery to the profundofemoral artery origin with interrupted suturing. Hemostasis was achieved via the surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of the severely calcified left common femoral artery was attempted with a proglide device after a complicated peripheral angiogram with intervention procedure using a 6f sheath. Reportedly, the device broke at the footplate and could not be removed. The device and separated foot were removed via surgery. Damage of the profundofemoral artery was noted which was treated via transverse repair from the anterior common femoral artery to the profundofemoral artery origin with interrupted suturing. Hemostasis was achieved via the surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.